Manufacturer narrative:
Lot number ¿ 18e026, 18f021, 18h025, 18j012, 18k022, 18m009. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. It was reported that six (6) small volume folfusors had flow issues during infusion. Four devices underinfused, and two devices overinfused. One event involved an 87-year-old female patient; patient identifiers were not provided for the other five events. The events involved patients with no patient consequences. No additional information is available.